Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware of the device's manufacturing and expiration dates as well as information indicating the patient experienced granuloma. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on 11/27/2019, mentor became aware that the patient experienced bilateral rupture and capsular contracture. As a result, the patient underwent device removal and replacement with 200cc mentor memorygel breast implants, catalog number 3502001bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: rupture and capsular contracture this report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 325cc, catalog # 3543257, lot # 172780. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a breast augmentation revision with a mentor memorygel breast implant 325cc and experienced rupture on the left side post-operational. The rupture was diagnosed via a biopsy performed 10 years ago that showed free silicone in the patient¿s axilla. As a result, the patient underwent device removal on (B)(6) 2019.